Event description:
It was reported that there was a right knee revision due to infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Other devices listed in this report: cat #: unknown, lot #: unknown, description: unknown baseplate; cat #: unknown, lot #: unknown, description: unknown tibia; cat #: unknown, lot #: unknown, description: unknown patella; cat #: unknown, lot #: unknown, description: unknown femur. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. The 5546-a-501 tri lm/rl tib aug sz5 10mm mc8h05i, 5546-a-502 tri rm/ll tib aug sz5 10mm mc8h09m, 5571-s-025 triathlon stem extender 25mm mmj61h, and 6197-9-001 simplex p with tobramycin 1 pack mhu076. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right knee revision due to infection.